Event description:
The customer's mother reported that the customer was hospitalized for low blood glucose levels. Found that the customer had given herself several boluses in a one hour period. The customer's blood glucose was 250 mg/dl, and instead of a 1.6 unit bolus, she delivered 14.3 units. Also found that the customer is sometimes non-compliant as she suffers from depression. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge